Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother stated the patient developed a skin reaction. It started itching, became uncomfortable, rough and reddened under the area of the sensor patch, and formed blisters. The irritation was first experienced on (B)(6) 2019; however, they ignored it thinking that it would just be temporary. The mother took the patient to a physician on (B)(6) 2019 and topical hydrocortisone cream was prescribed; no other medications were prescribed. At the time of contact, the patient was doing okay. No additional event or patient information is available.